Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was impacted. The issue was resolved by changing out the cartridge.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.